Manufacturer narrative:
Operator of device is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a double pressure error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device a major bowed front panel on the left side of the manometer. Manometer is out of spec reading. The relief pressure knob is missing, and the patient outlet fitting is not flush. Peak inspiratory knob spins past the end stop and is out of spec. The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customer reported problem was verified/duplicated during functional testing. The manometer needle jerks to two different measurements, due to a damaged manometer. For corrective action, the manometer was replaced. The root cause was traced to user interface. No previous service history. Manufacturing device history record not relevant due to age of device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
A customer response was attached to the complaint: the unit was found to be defective, prior to use. The staff was setting up the unit. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received via email on 8-nov-2022. The event occurred prior to use.